Event description:
It was reported that a pump touch screen was unresponsive, leaving the customer unable to interact with it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, but it was unsuccessful. A replacement pump was sent and the customer agreed to use a backup insulin pump to ensure continuous insulin delivery.